Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: it was difficult to drain the csf between the drip chamber and the collection bag. A leak was noted at the draining point. The collection bag was changed on (B)(6) 2013. The draining problem persists. Clinical consequence : infection risk. Incident reported to the (B)(6).

Manufacturer narrative:
Upon completion of the investigation, it was noted that only the collection bag was returned for investigation. The bag was connected to a new eds iii system and tested for flow per the IFU. No occlusions or leaks were noted. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records confirmed the device conformed to the specifications when released to stock. No root cause could be determined as the problem reported by the customer could not be duplicated. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Additional information from the affiliate stated: on the document received, it is mentioned that the action was to change the collection bag. I will try to get further details from the hospital.